Event description:
A mentor memorygel breast implant 350cc gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a gel breast prosthesis is characteristic of removal and replacement surgeries. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: reason for explant is currently unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a device was received in the product evaluation lab with no complaint information attached and could not be associated with an existing complaint. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the breast implant, measuring approximately 0.2 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).